Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim/fading display issue. The issue began approximately one year prior to the complaint and has gradually gotten worse over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings:during evaluation, the pump powered on with a dim and discolored display screen. A test screen was installed and displayed normally. Unrelated to the complaint, the contrast keypad button was intermittently unresponsive and required multiple presses with increased force to elicit a response; all other keypad buttons responded appropriately. The keypad cover had been returned intact; when the cover was opened, evidence of contamination was found under all key contacts. Additionally, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.